Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as no lot number was provided. The implant remains in the patient, and no evaluation could be performed. There is no plan for a revision surgery at this time. It was reported the l5/s1 disc space prior to surgery was approximately 8mm. During the surgery, no direct decompression was performed. The implant was fully reduced at final placement. Pre-op images show very collapsed disc space with possible isthmic spondyl and severe degeneration. Four month post-op images show the implant appears to have lost reduction. Monument is indicated for use with supplemental fixation, none was used in this surgery. The cause of the failure is unknown.

Event description:
It was reported to globus that a patient complained of minor pain and was brought in for evaluation. X-rays shows implant to have lost reduction. No supplemental fixation was used. Initial surgery took place (B)(6) 2015.